Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The catheters that were not activating, we checked with the nurses in charge and found that approximately 20 catheters had been used (with problems) and when the safety device was activated, it did not retract the needle. There is no harm to patient health, but there is a high risk of staff injury due to the demand for venipuncture. I cannot give you the exact number, but we have four shifts and it was happening daily on all four shifts.

Event description:
Additional information received on 03 mar 2026 the customer purchased the batch from rioclarense on 04/11/2025 - the date of the sales invoice. Within this period, the customer used the item and verified its defect. On december 5, 2025, he officially filed a quality complaint with our customer service department, where I forwarded this notification to bd.

Manufacturer narrative:
Additional information based on the customer response and the inability to confirm an event date, the event date has been removed from the complaint/MDR. A device history record review was completed for provided material number 38183414 and lot number 5091418. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples and ten (10) unused physical samples in sealed packages were received for evaluation by our quality team. The physical samples were visually inspected and no components showed signs of damage. Each sample was tested to verify activation, and none of the samples had any defects with safety device activation. Although the returned physical samples did not exhibit the reported defect, this incident has been confirmed based on a previous occurrence with the lot. A probable root cause may be related to a failure in the uv glue application, resulting in the adhesive being applied on the button component and the spring instead of on the component hub. Another possible cause would be improper spring formation, resulting in a ¿burst¿ spring, where the last coil becomes misaligned and prevents the proper downward movement of the hub. Corrective and preventive actions for needle retraction failure are being addressed at this time.